Event description:
It was reported that dr. Went to attached lag screw (implant) to the lag screwdriver and had difficulty getting them to join. Upon further examination, he stated that the teeth on the driver were bent. In addition, the shaft of the lag screwdriver was bent causing an impingement of the lag screw driver and the lag screw guide sleeve. Surgeon also had difficulty taking off the lag screw driver once the implant was placed in patient.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.